Event description:
No new information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: 27 nov 2019 b5: no new information to report d4: expiration date: 02 dec 2023 UDI: (B)(4). G4: 20 nov 2019. G7: follow up. H1: serious injury. H2: additional information, device evaluation. H3: yes, evaluation summary attached. H4: 02 dec 2018. H6: method, results, conclusion codes. H10: manufacturer narrative. The reported device was received for evaluation. Visual inspection of the returned device identified that it did not match print specifications where measured against the reported device drawings. The reported condition of peri-implantitis could not be confirmed due to the nature of the event. A device history review (DHR) was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number - k061410 / k013227.

Event description:
It was reported that the patient had peri-implantitis. The implant was removed.